Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither samples or pictures were received for the analysis of this complaint no device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
Update: gcm received an email on 24-jun-2024, from (B)(6) from the facility (B)(6) stating that the patient (a child) had the tracheostomy in situ and they were changing it due to the recent alert and on inspection following cleaning it was discovered the splits developing. No harm came to the patient. No medical intervention required. The event date is 19-jun-2024. The event happened at the patient's home. No other relevant information was provided due to the gdpr/consent to share information. Update: gcm received an email on 11-jul-2024, from (B)(6) from the facility (B)(6) stating that the item and lot numbers are unknown due to the fact that the packaging was thrown away after the change of the tracheotomy tube.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the process of changing the trach tubes, on inspection of the tube 2 splits were found. No medical intervention was required. There was patient involvement and no harm/adverse event reported.